Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 16 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for 79342 was reviewed and the product was produced according to product specifications. All information reasonably known as of 18 dec 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported via the distributor that during use of the device, an abdominal x-ray was performed, which showed separation of the tube in the stomach. Approximately 10 cm of broken tubing was noted. Per additional information received on 5 dec 2017, the separated distal end was removed via endoscopy and no further issues were reported. No further information has been provided at this time.

Manufacturer narrative:
The product involved in the report has been returned for evaluation. One used sample was received with no product packaging. The product did not contain a lot number identification. The tubing had "ballooned" and burst at 13.5cm from the distal tip. After soaking in the glutaraldehyde solution for decontamination, the clog remained and could not be flushed out. The sample emitted a strong odor and dried matter was visible inside the bolus opening on the end of the tubing. The root cause was due to inappropriate use. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). .